Event description:
It was reported that the nicu nurse stated the arctic sun device overcooled the patient, but they repositioned the rectal probe and thinks this resolved the issue. Patient temperature (pt) was 34c. Guided to event log and noted alert 51 (pt temp below range), alarm 14 (probe out of range). No secondary core temperature in place (axillary not reading), unable to connect to bedside monitor. Suggested to get a temperature in cable from another device in case the device alarms again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated the arctic sun device overcooled the patient, but they repositioned the rectal probe and thinks this resolved the issue. Patient temperature (pt) was 34c. Guided to event log and noted alert 51 (pt temp below range), alarm 14 (probe out of range). No secondary core temperature in place (axillary not reading), unable to connect to bedside monitor. Suggested to get a temperature in cable from another device in case the device alarms again.